Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No ramping numbers noted on the display. Cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 123 mg/dl. The customer stated the numbers were stuck and scrolling up. The customer stated buttons are stuck and not doing anything. The customer was trying to rewind and the keypad got stuck on the reservoir and set menu option. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.